Manufacturer narrative:
(B)(4). Insulin pump power up properly after battery installation. Insulin pump received with operating currents within spec. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump communicated properly with test guardian link transmitter. No sensor anomalies noted. Insulin pump alarmed hardware low level failure alarm during self test and confirmed in the pump history due to broken electrical board trace on keypad assembly.

Event description:
The customer reported via phone call that their insulin pump was ask for readings every hour and it goes all night long. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump was not working correctly, for the first seven calls customer had sensor related issues and they are fixed now. The insulin pump will not be returned for analysis.